Event description:
It was reported that the patient had a lead problem. The patient saw the doctor a week ago, was reprogrammed, and told that if the new programs did not help, the patient would have to have another surgery to put a new lead in. It was noted that one of her leads was ¿pushing down and affecting the crotch area,¿ which was discovered about 3-4 months ago. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v381106, implanted: (B)(6) 2010. Product type: lead. (B)(4).